Event description:
The manufacturer received information alleging a low flow o2 verification test failed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a low flow o2 verification test failed. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The customer has advised closing the case. Biomed will call back if they have any additional questions.